Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the pin came out of pt left side and the wheels needed replacing. No pt involvement or adverse consequences are reported.